Event description:
It was reported that tou touchscreen detached from the pump. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.